Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implantation procedure and with multiple re-positioning attempts, the implantable cardiac monitor (icm) experienced noise and did not have sensing. The device was explanted. No patient complications have been reported as a result of this event.